Event description:
It was reported that during surgery, the hcp tunneled through for the extension/lead connection and when the hcp was pulling through the extension wires within the inner carrying piece, it snapped off part way through the "pull process". The patient did not experience any injury as a result.

Manufacturer narrative:
Results other: extension.